Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak from the left side of their unicel dxi 600 access immunoassay system. The customer noted that the leak was about a liter of liquid. The customer stated that personal protective equipment was worn while cleaning up the spill. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse primed the system multiple times and did not observe any leaks. The fse removed the reagent storage cover and noted that the seal was wet. The fse surmised that there is the potential for the leak to stem from excess condensation in the reagent storage module; however, the fse did not observe any leak from this area. A definitive root cause for this event could not be determined. Bec identifier for this report is (B)(4).